Event description:
The pump was returned for investigation. Investigation revealed that the up arrow was intermittently unresponsive. Investigation revealed that there was contamination under all of the key contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the up button was intermittently unresponsive and required multiple presses to elicit a response and the other buttons responded appropriately. There was contamination present under the contacts of all buttons.